Event description:
Peripheral IV started using #20 jelco angio cath. When inner metal cannula withdrawn, end notch to have "hooked" appearance. IV removed after procedure. Two days later pt returned to pmd and a portion of the plastic catheter was found in his arm.